Manufacturer narrative:
The t:slim pump user guide states: you can adjust the auto-off alarm setting (the default value is pre-set to 12 hours, but it can be set anywhere from 5 hours to 24 hours, or off). No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an auto off alarm occurred. Reportedly, the user stated that they sleep for longer than 12 hours consistently. The user's blood glucose (bg) level was 413 mg/dl. The user addressed bg level via the pump. It was reported that the user went to the emergency room and was hospitalized for diabetic ketoacidosis. Reportedly, the user does not remember the dates they were admitted or discharged from the hospital. The user was treated with intravenous fluid and insulin.